Manufacturer narrative:
E1:(B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's reported issue was not confirmed through functional testing. The pump flow rate has been tested and found to be within specification. The cause of the reported issue was not determined. No further action will be taken.

Event description:
It was reported that the delivery rate is too high. There was no patient involvement.